Manufacturer narrative:
(B)(4). Batch # m91z0t the analysis results found that the 2b12lt device was returned with the seals of the universal seal assembly deformed. A leak test was performed and the device was noted to leak with the test probe inserted through the device. A potential cause of this failure may be that the seals got damaged during the insertion/removal of a surgical device; however, no conclusion could be reached as to what may have caused the condition of the deformed seals. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was the obturator deformed? No. Or was the trocar sleeve deformed? Yes. If not obturator or sleeve, what part of the device was deformed? Na.

Event description:
It was reported that during lap sigmoidectomy, an acral part of the device was deformed. It was found sometime after a scope was inserted into the device. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. The doctor commented that the device might have been touched with a forceps during use.